Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs for 2024. No factory reset was found in the logs. Audio setting and all cgm alerts were found as factory defaults (all on/high). Body weight was not changed for 2024. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations, prior to the review date were on (B)(6) 2024 at 6:17pm. No instances of bg-run mode were logged for the month of february. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs shows the user's glucose was above 300 mg/dl for 19 hours. On (B)(6) 2024, user's cgm glucose increases to 185 mg/dl at 2:01pm. The cgm glucose continues to rise and is above 300 mg/dl by 3:41pm and above 400 mg/dl by 4:11pm. The insulin drug low alert was triggered at 6:56pm. And then, the insulin drug empty alert was triggered at 7:56pm. Both alerts are acknowledged. Shortly after, a cartridge change and infusion set change, operation are logged at 8:07pm. Insulin dosing resumes and the user announces a "more" sized dinner meal at 8:09pm. And then, a "usual" sized dinner meal at 12:25am ((B)(6) 2024). Despite consistent insulin dosing from the ilet, the cgm glucose is unaffected and remains above 400 mg/dl into the morning of (B)(6) 2024. On (B)(6) 2023, the insulin drug low alert is triggered at 2:46am. And then, the insulin drug empty alert is triggered at 3:51am. Both alerts are acknowledged, but the cartridge and infusion set operations are not logged until 7:31am on (B)(6) 2024. Shortly after, the cgm trends below 400 mg/dl, but remains above 300 mg/dl for 4 hours, before it goes below 300 mg/dl. The cgm glucose is not back in range (180 mg/dl) until 5:01pm. No evidence of device malfunction was found in the engineering logs. The ilet appropriately, triggered alert 23 (high glucose) and would trigger it again 90 minutes after the alert was marked as "acknowledged", while cgm glucose readings remained above 300mg/dl. Motor data shows, that the ilet continuously made basal delivery requests in 5-minute intervals throughout the high event, until the insulin cartridge was empty. After cgm glucose readings were below 300mg/dl, alert 23 was deactivated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed. And this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of case notes, ilet report and device logs. It was determined, that the ilet operated as intended. The assignable causes to this event include the insulin cartridge leaking, a subsequent infusion site failure, due to the new infusion site that was placed having a kinked cannula. Delayed response to the empty cartridge alert the morning of (B)(6) 2024. As well, failure to follow recommendations for hyperglycemia management including the ketone action plan as outlined in device training. After the dka event, the cds reviewed the ketone action plan (kap) in detail with the user as well as, the importance of always putting the cartridge into the ilet first before connecting ilet connector and infusion site tubing, as this can cause leaking. The cds also reinforced not reusing supplies.

Event description:
On (B)(6) 2024, a beta bionics clinical diabetes specialist reported. An ilet user was admitted to the hospital on (B)(6) 2024, with mild diabetic ketoacidosis (dka). Per the user's report, their blood glucose was high on (B)(6) 2024, so they changed out supplies. And noticed, the insulin cartridge was leaking. On (B)(6) 2024 the user's bg was still high, so they changed their supplies again. And noticed, the infusion site cannula was bent. The user was using the convatec inset (23", 6mm) infusion set. The user ,then went to the hospital, due to his bg not coming down. They were in the hospital for 30 hours and discharged on (B)(6) 2024. No additional information was provided regarding the treatment they received.